Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that at the time of suture, the patient's native valve was torn due to calcification and was not able to be repaired with the 30mm annuloplasty ring. Subsequently, the 30mm ring was explanted and replaced with a larger ring of the same model. No additional adverse patient effects were reported.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring, the ring was explanted and replaced with an unknown device. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection noted that there was no blood content evident on the returned annuloplasty ring, and it appeared in tact with no evidence of distortion or fracture. Radiology showed no fractures or deformations along the ring. Conclusion: based on the analysis, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.